Manufacturer narrative:
The device was returned to olympus for a device evaluation and found the tissue pad had partial separation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the sonicbeat device had an issue. During a lap right hemicolectomy procedure, when nurse went to clean the tip, she noticed it was melted/bent. The procedure was completed with the same device with a 10¿15-minute delay, and minimal extension of the patient sedation. The facility reports no patient or user harm associated. The device was returned to olympus for a device evaluation and found the tissue pad had partial separation. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Update e2 and e3 to account for reporter's title and occupation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad peeling occurred due to the following mechanism. ·because the seal & cut output was performed when nothing was gripped in the gripping part (including after the tissue was cut), the tissue pad was worn and partly peeled off. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.